Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire caused a perforation. Additionally, the physician reported that the lesion was difficult to cross and multiple third-party wires were used. The physician placed two additional stents to address the perforation. However, imaging after stent deployment revealed that the perforation had not resolved and was causing disruptions in flow through the stents. The physician elected to convert the procedure to carotid endarterectomy (cea), explant the stents, and tack down the intima distally.